Manufacturer narrative:
The reported events of low pacing lead impedance, inadequate capture threshold, and sensing r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Visual inspection did not find any anomalies on the lead body.

Event description:
It was reported that increased capture threshold, decreased pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.